Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 44 fractured. Construction was an implant retained dental bridge. Bone loss following implant instability caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading of the implant.

Event description:
Implant fracture.